Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was consulted and discussed available programming settings. This electrode remains in service. No additional adverse patient effects were reported.